Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. An 1.6mm jetstream® sc atherectomy catheter was selected for an atherectomy procedure of an abdomen leg runoff. During use inside the patient, the device was stuck within the unspecified wire. The devices were pulled out together as a unit. Once the procedure was successfully completed, the patient was fine. There were no patient complications.